Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted a sheared tooth on the firing rack . Pmv performed functional testing which included the instrument was successfully loaded with a sulu. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. Replication of the sheared teeth condition may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received there was tissue damage, as the malformed staples were stuck on the tissue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a thoraco/lobectomy, at the resection of the bronchus of the right middle lobe, the surgeon started the firing the device, however the firing was stopped on the halfway. The surgeon pulled the black return knob back, the knife fully returned and did not lock on tissue. It could be removed from the tissue without damaging it. However, as u-formed staples were stuck on the tissue ,the surgeon removed them with forceps. A new reload was placed on the handle and the surgeon restarted the firing from the slightly proximal side of the staple line. The firing was completed with no problem. The surgical time was extended by less than 30 min. The status of the patient was no problem. There was tissue damage. Additional tissue resection was required due to the issue.